Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the detached balloon was not returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 18mm x 4cm balloon. The returned segment, containing the catheter shaft and hubs, was observed. Both marker bands were present on the catheter; however, the marker bands were loose and were not in their correct locations. The weld bond was examined under magnification (microscope 10x) and evidence of material transfer between the balloon and the catheter shaft was observed, indicating that the laser welding had melted the two components together. The weld bond appeared to be consistent around the entire circumference of the bond, with no defects noted. The inner catheter near the proximal weld bond was stretched, typically indicating retraction issues. No other anomalies were observed to the device. Functional/performance evaluation: no further functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon detached and not returned). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a balloon detachment based on the condition in which the sample was returned. The investigation is also confirmed for retraction issues and marker band dislodgement based on the condition in which the sample was returned (i.e. Stretching identified on inner catheter, loose marker band). The investigation is inconclusive for a balloon rupture, as the balloon was not returned with the device. It is likely that the balloon rupture contributed to the balloon detachment and retraction issues. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current atlas gold pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the innominate vein, the pta balloon allegedly ruptured at 8 atm. During retraction through the 8fr sheath, the balloon material allegedly detached from the catheter and circulated to the patient's heart. The patient was sent to the ER where the detached balloon segment was successfully retrieved using a snare device. The patient was reported to be doing well post procedure.